Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
When removing the ps insert trial 4 x 13 mm, dr. (B)(6) heard a crack. He inspected the trial and noticed it had broken. The trial was still in one piece, a fragment was barely connected. There was no surgical delay. We opened the prosthetic insert and implanted it.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon insert trial was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition. The anterior portion of the trial is fractured. There are scratches and gouges around the insert trial. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other events for this lot. Conclusions: visual inspection confirmed the reported event. An internal CAPA determined the root cause to be design related. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened and re-evaluated.

Event description:
When removing the ps insert trial 4 x 13 mm, dr. (B)(6) heard a crack. He inspected the trial and noticed it had broken. The trial was still in one piece, a fragment was barely connected. There was no surgical delay. We opened the prosthetic insert and implanted it.